Event description:
A health professional reports the implant failed, however based on the available information the exact issue could not be identified.

Manufacturer narrative:
An investigation has not been completed, events recognizing that a definitive root cause cannot be identified due to a wide range of missing external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc. ) / patient habits (e.g., smoking), and reason for implant removal. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Manufacturer narrative:
UDI related data quality updates only.